Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced personal hygiene poor. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient received remedial treatment with injection vancomycin 1 gm ip stat and injection tobramycin 20 mg ip/bag (frequency not reported). It was not reported if remedial treatment had continued. As of the time of this report, the patient remained hospitalized and the event of peritonitis was resolving. The outcome for personal hygiene poor was not reported. Pd therapy was ongoing. The nurse did not provide an opinion of causality for the events.